Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the keyboard failure. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, pocket failed, when user rebooted machine to recover the keyboard also became inoperative. The customer stated that there was a minimal delay in patient care as the staff was able to access medications for dispense with barcode scans of username, but it did not impact patients or any procedures. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b4: corrected date of this report.